Manufacturer narrative:
Internal file number (B)(4). The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the intravascular ultrasound catheter/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the left coronary artery (lca), during removal, the whisper guide wire became stuck with the intravascular ultrasound (ivus). The devices were removed together without reported issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.